Event description:
It was reported by a patient that difficulties were encountered indicating that excessive leakage was occurring between the inner and outer cannula as well as the "dcp", decannulation plug, with three (3), size 6fen devices. There was one (1) patient involved and no reported injury. Two (2) m6fen devices were returned to the manufacturer for decontamination, analysis, and investigation. Evaluation of the returned product revealed signs of wear and discoloration; however, the report of leakage between the inner-outer cannulae and "dcp" accessory could not be duplicated.